Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion test with values of 25. 98 psi and 26. 56 psi at medium pressure setting" was not reproduced. Evaluation sent the device for downstream occlusion testing and the device came back with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test with values of 25. 98 psi and 26. 56 psi (pounds per square inch). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.